Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 11.33 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to recurrent mitral insufficiency due to failure of the previous mitral repair. There was partial ring dehiscence and recurrence of prolapse at the height of the anterior leaflet of the mitral valve. There have not been any allegations of a product malfunction or quality deficiency. An edwards bioprosthetic valve was used for the patient's mitral valve replacement.

Manufacturer narrative:
Device not returned. (B)(4) - dehiscence. Additional manufacturer narrative: additional information regarding the event (e.g. Operative report, discharge summary, etc.) Was also requested; however, it was not provided. Unfortunately, the edwards device was not returned for analysis; therefore, the reported event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.